Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9065521. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that bd¿ alcohol swab has foreign matter. This was discovered during use. The following information was provided by the initial reporter: material no. 326895 batch no. 9065521. It was reported that alcohol swabs have too much moisture and ink is rubbing off onto her hands and the alcohol swabs. Alcohol is leaking through packaging. Verbatim: consumer reported finding a lot of packages in her box with too much moisture. Stated ink is rubbing off onto her hand and the swabs. Stated she stores them in her purse to use later when she takes her injection, reaches into purse only to pull out wet alcohol swabs. Expiration date: 2024-02, item: 326895, occurrence date, unknown. Packages are sealed when she finds the moisture.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ alcohol swab has foreign matter. This was discovered during use. The following information was provided by the initial reporter: material no. 326895, batch no. 9065521 it was reported that alcohol swabs have too much moisture and ink is rubbing off onto her hands and the alcohol swabs. Alcohol is leaking through packaging. Verbatim: consumer reported finding a lot of packages in her box with too much moisture. Stated ink is rubbing off onto her hand and the swabs. Stated she stores them in her purse to use later when she takes her injection, reaches into purse only to pull out wet alcohol swabs. Expiration date: 2024-02, item: 326895, occurrence date, unknown. Packages are sealed when she finds the moisture.